Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey performed which covers the last 12 months for the adverse event reaction using the suture, one mild to moderate periprosthetic leaks with prostheses in the aortic and one mild acute inflammatory reaction were experienced.